Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, customer delivered an additional bolus after the pump's control iq feature delivered an auto bolus, resulting in insulin stacking. The customer was instructed to consult with healthcare provider regarding bg level.